Event description:
A doctor's office alleged that multiple patients had experienced the debonding of a crown after placement with the maxcem elite clear; however, specific incident information could only be recalled for three (3) patients. This is the third of four (4) reports.

Manufacturer narrative:
The office did not provide any specific information regarding the maxcem elite which had been used on the patient; therefore, no catalog number, lot number, or expiration date was identified. The crown was initially placed on (B)(6) 2013. The patient returned to the doctor's office on (B)(6) 2014 with the debonded crown. The doctor reviewed the patient and dismissed her. The patient returned again on (B)(6) 2014 and the doctor cleaned out the crown and re-cemented it using maxcem elite, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
The doctor's office had initially alleged that multiple patients had experienced the debonding of a crown after placement with the maxcem elite clear; however, specific incident information could only be recalled for three (3) patients; therefore, four (4) mdrs were submitted with regard to the initial incident report. It was then reported by the office on (B)(6) 2014 that an additional four (4) patients had experienced the debonding of a restoration after placement with the maxcem elite product. An additional four (4) reports were submitted under mdrs #2024312-2014-00582 through -00585. This MDR is now the third of eight (8) reports.

Event description:
It was reported by the office on (B)(6) 2014 that an additional four (4) patients had experienced the debonding of a restoration after placement with the maxcem elite product. This MDR is now the third of eight (8) reports.